Event description:
The complainant, had placed an impella cp to support a high risk coronary intervention 73-year-old female patient. Hemostasis was complicated by bleeding and sign of perforation at the femoral. There was contrast blushing. This prompted, the team to treat with a covered stent.

Manufacturer narrative:
The impella device was discarded by the customer. And therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation for the vascular damage has been completed. The product was not returned for investigation. A data log review was not required for this case run. According to the clinical team, a surgical approach was needed to resolve the access site bleeding complication. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was no provided. Corrections to the initial MFR report: g1 MDR reporting contact email.